Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-04701. It was reported that catheter entrapment occurred. The target lesion was located in the popliteal artery. A 5x80x130 innova stent was advanced over a v-18 control wire. However, the stent delivery system (sds) could not track distally into the lesion and the device became stuck on the wire. The sds and the guide wire were pulled out from the patient as one. Outside the patient, the wire was noted to have multiple kinks. Another vascular access was then obtained via the tibial artery and deployed a smaller size innova stent in the popliteal area. The procedure was completed. No patient complications were reported and the patient's status was okay.